Event description:
"Safety seals disintergrating during use" was reported by the surgeon. He reported seeing white particles shooting out through the holes in the attachment. "Like a cloud of dust" when he first used the motor. It was reported that the safety seals are changed each time before sterilization.